Manufacturer narrative:
A manufacturer representative went to the site to test the imaging system and could not confirmed the reported issue. The hand switch was replaced, performed an x-ray, the power firmware was re-install, and the error logs for the system were checked and the reported issue could not be duplicated. A system checkout was performed and the system is working as intended. The atp console was returned to the manufacturer for evaluation. After a visual/physical examination, it was observed that the part was returned unused. No failures were found. The hand switch is still under analysis at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the error logs showed a generator and x-ray spate error and will need an atp board replacement along with the hand switch. No patient was present at the time of the event.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the error logs showed a generator and x-ray spate error and will need an atp board replacement along with the hand switch. No patient was present at the time of the event.

Manufacturer narrative:
The handswitch was returned to the manufacturer for evaluation. After functional testing, performance testing and visual/physical evaluation it was observed that no problems related to the handswitch were found when installed on a known working system. Visual inspection found that the coiled cable was stretched and insulation was torn in multiple locations. There were no conductive surfaces exposed. Broken standoffs resulted in gape and rattle. If information is provided in the future, a supplemental report will be issued.